Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The x-ray tube, high voltage tank, snubber board and filament driver were replaced. The manufacturer's service representative performed a high voltage arch test, filament calibration, high voltage supply regulator alignment, beam alignment, and collimator adjustment. The system was tested and is operating as intended.

Event description:
The customer reported a kv error message on the 9900 system. No patient injury was reported.